Manufacturer narrative:
Device eval summary: device eval of battery charger sn (B)(4) has been completed. The reported problem was confirmed. The battery charger was not functional and would not charge the pt's battery packs. Upon eval, it was discovered that the connector on the power unit would not fit properly into the charger. The root cause of the defective connector cannot be positively identified. No adverse event resulted from the intermittent battery charger. The pt received a replacement battery charger.

Event description:
The pt service rep (psr) assisting a (B)(6) male pt contacted zoll lifecor customer support service to report that when placed on the charger, both batteries show a red circle with a slash through it. The pt was provided with a replacement battery charger.